Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed an out of range shocking lead impedance. When manipulated the impedance dropped slightly. There had been no oversensing ot inappropriate shocks. The local boston scientific technical representive confirmed an invasive procedure was performed, and the distal setscrew was found loose. This was tightened, and the device remains in service.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed an out of range shocking lead impedance. When manipulated the impedance dropped slightly. There had been no oversensing or inappropriate shocks. The local boston scientific technical representative confirmed an invasive procedure was performed, and the distal setscrew was found loose. This was tightened, and the device remains in service. Our company received additional information five years later that the device was explanted due to normal battery depletion. The device was returned for analysis testing.

Manufacturer narrative:
Should any additional information related to this event become available, this event will be updated. Upon receipt at our post market quality assurance laboratory, visual inspection of the device header and case noted no anomalies. All set screws operated normally. The device was then exposed to simulated heart load conditions, and the defibrillation,pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. The device memory revealed that all shocks had a normal impedance range. A series of electrical tests was also performed, and again, normal device function was observed.